Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath (clear) was selected for use. During the initial insertion of the farawave catheter, air was observed in the syringe. Following the brockenbrough puncture, catheter insertion was attempted, and blood was aspirated to confirm backflow; however, continuous air ingress was observed. The valve was suspected to be damaged, and the device was replaced. The issue was resolved, and the procedure was completed. No patient complications were reported. The device is not expected to be returned for laboratory analysis, as it was disposed of.